Manufacturer narrative:
Concomitant medical products: 7002 lead, implanted: (B)(6) 2008. Dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, an rv lead integrity alert triggered for high rate non-sustained episodes, short v-v intervals, noise, and over sensing noted on stored electrograms (egm¿s). It was also reported rv lead fracture occurred. No therapies were administered, the over sensing stopped before therapies were delivered. The rv lead was explanted and replaced. The physician reported that the patient had been coughing really hard with a cold, and possible cause of over sensing. No patient complications have been reported as a result of this event.